Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensor was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in all modes. There was no report of patient injury.